Event description:
Essure was placed in (B)(6) 2014, followed by 14 days of heavy bleeding and severe cramping, more intense on right side. Ultrasound confirmed correct placement, antibiotics prescribed but pain persisted. Another surgery scheduled 1 month after placement to remove essure. Was told tubal ligation only option to remove essure. After tubal ligation, doctor told me that essure had punctured my right fallopian tube.